Manufacturer narrative:
It appeared the sample probe tubing to the sample filter was broken and leaking; possible biohazardous. The small leak was contained to the bench top, and no one was exposed. Fse replaced pipette and fittings and system tested successfully. This tubing houses patient urine specimen as well as lamina. Lamina can leak into the patient sample diluting it to create a potential false low/false negative cell/sediment count. No injuries were reported nor change to patient management. System validation documented in customer qc record.

Event description:
Customer reported sample probe was dripping lamina.